Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified regarding the distal end chip. A degradation problem was identified regarding the adhesive peeling off the acoustic lens. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited the distal end has a chip and the adhesive around the acoustic lens is peeling off. There was no patient involvement.